Manufacturer narrative:
H6: product analysis: visual and optical examination confirmed the cannulated drill tip has been sheared off between the drill tip and the driving shaft. It appears the tip of drill broke due to bend stress overload. The drill bit appears to be heat treated properly. Additional information: d10, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with odontoid process fracture; and anterior screw fixation at c2. Intra-op, the drill bit broke at the time of creating the pilot hole. After the guide wire was placed using the guide, the drill bit was connected with the hospital power. Then drilling was performed while checking the image. Bone quality did not seem so hard. When the drill was pulled back after advancing to the desired depth, it was noticed that the drill tip broke off at the base of the blade; and the broken tip was remaining in the vertebral body. It was confirmed that the drill tip protruded about 5 mm ahead of the vertebral body under the image and visual observation. Skin incision was widened a little and the broken tip was removed from the patient. It was confirmed by image that there were no fragments remaining in the patient body. Later, the guide wire was inserted, placed and screw insertion was performed. The procedure was successfully completed. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.